Manufacturer narrative:
(B)(4). Statement from manufacturer: received seven pieces of used, filled of easypump ii lt 60-30-s without original packaging. Sample 1: in as received condition, clamp clip is closed and wing cap is replaced with red closing cone. Big top cap is opened. Discofix cap is observed. No crystallized residue at cap valve. Additionally detected crystallized residue at male luer lock. Sample 2: in as received condition, clamp clip is closed and wing cap is replaced with red closing cone. Big top cap is opened. Discofix cap is observed. No crystallized residue at cap valve. Additionally detected crystallized residue at male luer lock. Sample 3: in as received condition, clamp clip is closed and wing cap is replaced with red closing cone. Big top cap is opened. Discofix cap is observed. No crystallized residue at cap valve. Additionally detected air bubble at male luer lock. Sample 4: in as received condition, clamp clip is closed and wing cap is replaced with red closing cone. Big top cap is opened. Discofix cap is observed. No crystallized residue at cap valve. Additionally detected crystallized residue at male luer lock. Sample 5: in as received condition, clamp clip is closed and wing cap is replaced with red closing cone. Big top cap is opened. Discofix cap is observed. No crystallized residue at cap valve. Additionally detected crystallized residue at microbore tube. Sample 6: in as received condition, clamp clip is closed and wing cap is replaced with red closing cone. Big top cap is opened. Discofix cap is observed. No crystallized residue at cap valve. Additionally detected solution residue at male luer lock. Sample 7: in as received condition, clamp clip is closed and wing cap is replaced with red closing cone. Big top cap is opened. Discofix cap is observed. No crystallized residue at cap valve. Additionally detected crystallized residue at male luer lock. Analysis: sample 1: clamp clip is released. No flow is observed. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). Immediately observed flow of solution. The root cause of blockage could not be comprehended as the complaint sample has crystallized. Therefore, the complaint is considered as not judgeable. Justification: not judgeable as the complaint sample has crystallized. Sample 2: clamp clip is released. No flow is observed. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). Immediately observed flow of solution. The root cause of blockage could not be comprehended as the complaint sample has crystallized. Therefore, the complaint is considered as not judgeable. Justification: not judgeable as the complaint sample has crystallized. Sample 3: clamp clip is released. No flow is observed. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). Immediately observed flow of solution. It can be concluded that the complaint sample is not working due to blockage at glass tube. Corrective measures have been initiated and are documented under CAPA (B)(4). Justification: justified. Sample 4: clamp clip is released. No flow is observed. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). Immediately observed flow of solution. The root cause of blockage could not be comprehended as the complaint sample has crystallized. Therefore, the complaint is considered as not judgeable. Justification: not judgeable as the complaint sample has crystallized. Sample 5: clamp clip is released. No flow is observed. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). No flow is observed. Complaint sample is dissected at section b (microbore tube, filter). Immediately observed flow of solution. The root cause of blockage could not be comprehended as the complaint sample has crystallized. Therefore, the complaint is considered as not judgeable. Justification: not judgeable as the complaint sample has crystallized. Sample 6: clamp clip is released. No flow is observed. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). Immediately observed flow of solution. It can be concluded that the complaint sample is not working due to blockage at glass tube. Corrective measures have been initiated and are documented under CAPA (B)(4). Justification: justified. Sample 7: clamp clip is released. No flow is observed. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). Immediately observed flow of solution. The root cause of blockage could not be comprehended as the complaint sample has crystallized. Therefore, the complaint is considered as not judgeable. Justification: not judgeable as the complaint sample has crystallized.

Manufacturer narrative:
(B)(4). We received 7 used (approximately filled to a quarter) easypump ii lt 60-30-s without packaging (contaminated with 5-fu). The received samples were visually examined. Damages or manufacturing faults were not detected. In as-received condition the used samples are filled approximately to a quarter with solution. The white clamps are closed. The original wing caps was not handed over by the customer, the patient connectors was closed with a red stopper. After opening the top caps and removing the closing cones, we detected liquid at the filling ports (lli-cone). Furthermore we detected solution (liquid) at the lla-cones of the patient connectors. In addition, the samples were filled up to the nominal volume (60 ml) with nacl 0.9% and a functional test respectively a leak test was carried out. After opening the white clamps and waiting for a while the 5 pumps did not work (solution was not running). 2 pumps worked (solution was running). Then the 5 pumps were squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently these pumps did not work (solution was not running). Furthermore, we tested the flow rate of the 2 worked samples. Nominal: 2 ml/h actual: sample 1: 2.2 ml in 1 h; 4.1 ml in 2 hrs; 5.9 ml in 3 hrs. Sample 2: 2.1 ml in 1 h; 3.9 ml in 2 hrs; 5.5 ml in 3 hrs. The flow rate of the sample 1 is in accordance with the specification, sample 2 is not within our specification. During the test of the flow rate we did not detect any leaks at the samples. Six of the tested samples are not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): infusion incomplete. Drug: 5fu.